Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were sticking and the next day customer received a button error alarm. Customer's blood glucose was 42 mg/dl. Customer states that anomaly may have been due to wearing insulin pump in bra where it was exposed to sweat, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor, also has intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The insulin pump has cracked case at the display window corners, battery tube threads and minor scratched display window.